Event description:
Versed drawn up into syringe. Went to push in pt and versed squirted out from a crack in side of syringe. Versed squirted into employee's mouth and caused drowsiness approximately thirty mins later.